Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead could not be place due to poor sensing and tricuspid regurgitation. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).